Event description:
Pt came in for a port removal. She had pain and heard a popping noise in neck 1 week ago. She went to doctor and he determined the port should be removed. We take a pre port removal chest xray prior to removing a port. The xray showed the catheter had broken in half and the distal end was lodged in the jugular vein. Dr. (B)(6) had to access the pt's right groin and remove the fractured piece with a snare. The rest of the port was removed in the regular fashion. We inserted her port back in (B)(6) 2008. We were able to find the implant log that showed the lot number of the port and the sales rep was notified. They can research the batch and see if there were any production problems noted. I have the port in a specimen cup along with the implant log sheet. The pt was fine, and happy we were able to remove both parts successfully. Dates of use: (B)(6) 2008 - (B)(6) 2011. Diagnosis or reason for use: medication port line.